Event description:
Report received that device is not working a full capacity. No additional information is available. This report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Power tool evaluation was also completed for this device. The reporter's complaint that the device; ((B)(4)) small battery drive has low power was confirmed. The unit was tested and failed the rpm specification. This is most likely due internal motor or (ecu) electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.